Manufacturer narrative:
Updated fields: h6/h10 corrected fields: d5, h10 (information regarding reprocessing was inadvertently omitted on the initial medwatch) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. It is unknown if the nozzle was flushed with detergent. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, the scope tip crushed. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out from the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: bending tube has a dent; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; scope connector is dirty due to water leakage; due to a dent on channel tube, forceps cannot be inserted smoothly; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; distal end plastic cover has a scratch; paint on scope cylinder is peeled; universal cord has a scratch; and adhesives around objective lens has white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.